Manufacturer narrative:
The device has not been explanted if it should be explanted. It is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pts hearing has deteriorated to such an extent that how he does not have any hearing sensation. The external parts were checked and were working properly.